Manufacturer narrative:
Article citation: santo maimone, shweta srivastava, olivia s. Ho, kristin a. Robinson, andrey p. Morozov, haley p. Letter, amie leon, brian d. Rinker, peri-implant enhancement of the breast: imaging features, significance, and management strategies. Journal of breast imaging, 21dec2024, 301-310. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma-late.

Event description:
Through journal article "peri-implant enhancement of the breast: imaging features, significance, and management strategies," healthcare professional reported left side incidental symmetric uniform thin peripheral capsular enhancement without effusions, rapid-onset breast swelling and an associated large unilateral peri-implant effusion, diagnosis of bia-alcl, with a total capsulectomy subsequently performed. Pathological markers confirming alcl have not been received. This is for the left side device. The device has been explanted.